Event description:
As reported by the (B)(6) field clinical specialist, a successful implant of a sapien 3 ultra resilia valve in the aortic position was performed. A perclose failed and the patient was treated with a viabond stent of the common femoral artery. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).